Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history record of batch number 74g2000470 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Manufacture date: 2020-07-02. Expiration date: 2023-07-01. Teleflex will continue to monitor and trend related events.

Event description:
There was direct an air-leak. Switch to other sahara was ok.